Manufacturer narrative:
The other xience v everolimus coronary stent system indicated are being filed under another MFR number.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2008. The patient was treated with the placement of two xience v stent in the distal lad. Forty days later, the patient expired. No additional event or patient information is available.